Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that on (B)(6) 2021, a 7f amplatzer torqvue delivery system was chosen for procedure in a ventricular septal defect (vsd) closure case. While doing a retrograde arteriovenous (av) loop, after advancing the torqvue sheath through the right ventricle, the patient went into asystole and it was noticed that the patient's right ventricular (rv) permanent pacing lead had become dislodged. The patient required emergent percutaneous pacing and CPR, and the patient was in asystole for a total of less than 60 seconds. The procedure had to be aborted without successful closure of the vsd. The patient received the new rv lead 30 minutes after the vsd closure procedure was aborted. The physician noted that the trajectory of delivering the system through the vsd was challenging. Due to the difficult angle, the delivery system may have dislodged the lead, but this was unable to confirmed. There was no visualization of the lead being dislodged, and it was only noticed after the patient was in asystole. No additional information was provided.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that on (B)(6) 2021, a 7f amplatzer torqvue delivery system was chosen for procedure in a ventricular septal defect (vsd) closure case. While doing a retrograde arteriovenous (av) loop, after advancing the torqvue sheath through the right ventricle, the patient went into asystole and it was noticed that the patient's right ventricular (rv) permanent pacing lead had become dislodged. The patient required emergent percutaneous pacing and CPR, and the patient was in asystole for a total of less than 60 seconds. The procedure had to be aborted without successful closure of the vsd. The patient received the new rv lead 30 minutes after the vsd closure procedure was aborted. The physician noted that the trajectory of delivering the system through the vsd was challenging. Due to the difficult angle, the delivery system may have dislodged the lead, but this was unable to confirmed. There was no visualization of the lead being dislodged, and it was only noticed after the patient was in asystole. No additional information was provided.

Manufacturer narrative:
An event of the patient going into asystole after the patient's right ventricular permeant pacing lead was dislodged while doing a arteriovenous loop after advancing the torqvue sheath through the right ventricle was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.